Event description:
It was reported by the customer "after removing the dilator and threading over wire, replaced dilator into introducer and threading over wire met resistance at puncture site, after removing introducer from wire noted that introducer was damaged at tip." Date of occurrence: on (B)(6) 2022. Placement date: on (B)(6) 2022. Was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. New introducer used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn0314 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
Correction to h6 based on additional information.a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary 28274. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment.in this case, the balloon ruptured at the end of inflation. The valve was successfully implanted with no injury to the patient. Upon inspection of the balloon, a tear at the proximal end was observed. Per report, the balloon ruptured due to overfilling with +3ml and a spike calcium at the rca. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the customer "after removing the dilator and threading over wire, replaced dilator into introducer and threading over wire met resistance at puncture site, after removing introducer from wire noted that introducer was damaged at tip."date of occurrence: (B)(6) 2022.placement date:(B)(6) 2022.was the product used on a patient? Yes.was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. New introducer used.